Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the circuit board broke down accidentally with the user's handling, resulting in an image defect.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to the faulty circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on june 16, 2021, after five minutes of usage image was flickering, and characters and text were moving.there was no report of patient injury associated with the event.